Manufacturer narrative:
A visual examination of the returned capio slim device revealed no visual failure. The carrier was actuated three times and it extended and retracts without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. The reported event was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an unknown procedure on an unknown date. According to the complainant, during the procedure, when passing the suture through the tissue, the needle broke off and was stuck in the capio suturing device. The procedure was completed with another capio slim device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an unknown procedure on an unknown date. According to the complainant, during the procedure, when passing the suture through the tissue, the needle broke off and was stuck in the capio suturing device. The procedure was completed with another capio slim device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.